Manufacturer narrative:
Upon return, the device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders passed the leak and pressure tests performed. Visual examination identified that both cylinders had a wear at fold and both cylinders exhibited a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder body. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope. No leaks were found. The pump was not functionally tested due to contamination observed. The spherical reservoir was visually inspected, and leak tested. Spherical reservoir had tool mark in reservoir shell. Reservoir krt was worn to the filament. Spherical reservoir passed leakage test. Based on all the available information, the reported allegation was not confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. There were no patient complications.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. There were no patient complications.